Event description:
Patient safety concern w/ three tubings. Blood cat# 100110903. Concern: potential for air in pressure chamber. IV gravity tubing cat# c42006e. Concern: tubing too short and easily compressed; kinks. Stop cocks loosely connected cannot luer-lock connections; cannot tighten. Finch extension tubing cat# c20025. Concern: tubing too soft; kinks. Cardinal health notified of above concerns.